Event description:
Patient status post uss construct, level t4-illium, implanted approximately (B)(6) 2009 returned to surgeon after experiencing one or more falls. X-rays on an unknown date showed one rod was broken below l-4 and a probable non-union. Patient returned to operating room on (B)(6) 2012 with the surgeon confirming the non-union. Surgeon removed two rods, one of which was broken, 30 screws 5 of which were loose, 30 collars and 30 nuts. Patient was revised to another uss construct. This is 3 of 17 reports for this event.

Manufacturer narrative:
Implanted approximately (B)(6) 2009. Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.